Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed the hardware date and time error alarm. Customer's blood glucose was 101 mg/dl. Device was unable to perform the displacement test due to the device was unable to rewind. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with constant pump error during the rewind test due to loose or disconnected motor flex connector. We were unable to verify for pump error or pump error due to constant pump error. We were unable to perform displacement, rewind, seating and basic occlusion due to pump error. The device was received with scratched case and fading serial number label.